Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (difficulty turning on device) was not confirmed or duplicated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that they were having difficulty turning on the subject device. The device had to be power cycled or the power cord had to be reconnected to the power outlet to resume operation. The reported issue occurred while preparing the subject device for use during a diagnostic endoscopy. The intended procedure was successfully completed using the subject device. There was no patient/user harm or injury reported due to the event. Reportedly, the issue occurs after the second case of the day. The issue occurred on and off during endoscopies when in use with scopes.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event (difficulty powering on the device) was unable to be duplicated. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.